Manufacturer narrative:
The device was received with operating currents within specification. No unexpected low battery alarms were noted. The device passed displacement test and self test. It alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform prime test, excessive no delivery test, displacement test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. The device alarmed unexpected restart during error test due to connector at interface board leaking voltage. The device was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. The device was received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 16 mg/dl at the time of the incident. The customer was at 20 mg/dl at the time admission. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer's pump battery went out and they were unable to open the battery compartment. Troubleshooting was not completed as the customer did not have the pump at the time of the call. The insulin pump will be returned for analysis.